Event description:
As reported on (B)(6) 2015 by the user facility lead tech, "customer reported not being able to retract the tines of the device one (when) it was done ablating in the patient. Tried rotating the device but had no luck. Was afraid to just pull back on the device so they actually cut it outside of the skin and tried to pull the wires (tines) through. That did not work. Wound up cutting the device again and leaving small fragments of the tines in the liver." No serious injury to the patient was reported for this event; however, the tines remain in the patient at this time.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).

Manufacturer narrative:
The customer's reported complaint description of the tines not being able to retract the tines of the device is confirmed. Although the complaint is confirmed a definitive root cause could not be determined. During the manufacturing packaging process the device is packaged and shipped deployed. The device would have to be retracted prior to use. Based on information provided by the sales representative, the tines were deployed and retracted prior to use. A possible contributing factor could have been if the device was twisted while the tines were deployed in the tissue. This could cause the tines to bend (or break) thus preventing the tines from being able to be retracted into the trocar. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. This angiodynamics hardware unit has a related disposable device however the reported complaint could not be related to the disposable device. The defect of the tines not being able to be retracted into the trocar could not have been caused by the 1500x rf generator. No review of the hardware service records is required. Although the complaint is required, the root cause is inconclusive. No correction is required. Based on the low frequency, no recent trends, no issues noted in the lot history records for the reported packaging and component lots, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time. (B)(4).